Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ss result from the cobas e 801 analytical unit for one patient. The initial result was 193 miu/ml, and the repeat result was 320 miu/ml. The repeat result on a cobas pure was 327 miu/ml. On (B)(6) 2026, the sample was repeated on the e 801 again with results of 333 miu/ml and 335 miu/ml. A previous result from (B)(6) 2026 of 241 miu/ml was available, and the customer noticed the difference and repeated the sample to confirm the result.

Manufacturer narrative:
The qc was within range prior to the event. The alarm trace contained alarms for sample foam, sample short, and sample clot detection on the date of the event. A field service engineer (fse) performed a replacement of the gear pump head, cleaning of the procell flow line, verification of the pre-wash sipper, and verification of bubbles in the syringes. After the intervention, mechanism tests and verification of the analyzer's operation were performed, as well as conditioning of the measuring cells. No new events were reported after the service actions were completed. The investigation determined that the service action resolved the issue.